Manufacturer narrative:
Per tandem's t:slim user guide, "do not fill the cartridge until prompted by instructions on the pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge with 250 units of insulin. Reportedly, after the delivery of 45 units of insulin, the insulin gauge displayed 15 units. Subsequently, the customer did not follow the proper load sequence. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded.